Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a generator change out procedure. Upon a pre-operative check, the pulse generator exhibited backup operation. The device was explanted and replaced. No patient symptoms were reported.